Manufacturer narrative:
Result (other) - brake cam.

Event description:
It was reported by service report that the brakes were not holding. No patient involvement or adverse consequences are reported.